Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the routine maintenance of the subject device by the field service engineer, the color bar image was displayed and green image appeared intermittently. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus india. Olympus india checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus india, omsc concluded that the reported phenomenon was attributed to the failure of the electrical circuit board due to the aging deterioration because approximately six years had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.